Event description:
It was reported that at the end of a laparoscopic cholecystectomy, after the device had been removed from one of the working ports the pt, a piece of plastic from the device was noticed on the blue surgical drape next to the incision. The surgical area was then inspected. A "glint" was noticed and a piece of the white plastic ring that is housed inside the body of the device was found "on the liver." The piece was removed, the area was irrigated and suctioned. Two "significant' pieces fractured off the device, and there were other fracture lines "all around". The two pieces appeared "to be everything". There was "no bad outcome" for the pt.

Manufacturer narrative:
Final device investigation found that the inside white seal ring was broken apart and had several other full cracks. The pieces were assembled, and it was confirmed that all of the pieces were returned. As no packaging was returned with the device, the device history record could not be reviewed.